Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and chronically totally occluded (cto) lesion in the proximal anterior tibial artery. A ht proceed guide wire was advanced; however, resistance was felt with the cto and the tip of the guide wire buckled/prolapsed approximately 2-3 cm from the distal end. An attempt to remove the guide wire was made but the tip became stuck in the cto and broke. The guide wire was removed along with the supporting catheter. The procedure was stopped as no other intervention options were available. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The reported material too soft / flexible was unable to be replicated in a testing environment due to the device condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the chronically totally occluded anatomy resulting in the reported failure to advance and resulting in the reported material too soft / flexible prolapsed (tip of the guide wire buckled/prolapsed). During removal interaction with the chronically totally occluded anatomy resulted in the reported difficult to remove. Manipulation of the device resulted in the noted device damages (stretched coils, bent core) and ultimately resulted in the reported break/noted core separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.